Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted due to the active electrode array being out of cochlea, as confirmed by diagnostic imaging. The reported undesired side effect is likely related to extra cochlea channels possibly stimulating the middle ear. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient reported no hearing sensation and a non-auditory sensation (haptic sensation at the neck). Repositioning of the electrode was discussed; however the patient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported no hearing sensation and a non-auditory sensation (haptic sensation at the neck). As per new information received, the patient was re-implanted.